Event description:
The manufacturer received information alleging a ventilator service required message had occurred on a trilogy evo device. There was no harm or injury reported. The device was returned to a third-party service center for service. During the evaluation of the device at third-party service center, the third-party service technician had confirmed the customer's complaint. The third-party service technician found the device failed the functional evaluation of the device. The third-party service technician observed error code press sensor mismatch in the device¿s event log. The third-party service technician evaluated and found the machine flow sensor and contamination in the blower had caused the message to occur on the device. The third-party service technician replaced the device's machine flow sensor and blower assembly to address this issue. Additional findings not related to the malfunction/issue was contamination found by the third-party service technician on the following parts: blower bellows seal, blower mount, cooling fan assembly, internal battery door, fan retainer, muffler assembly, system printed circuit assembly tubing, blower chassis tubing, fio2 tubing, and low flow o2 tubing. The third-party service technician replaced all parts mentioned above to address these issues. The third-party service technician found damage to the filter cover for this device. The third-party service technician replaced the filter cover to address this issue. The third-party service technician proactively replaced the following parts on this device: air inlet foam filter and particulate filter.